Manufacturer narrative:
The insulin pump passed the off no power test, self test, restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No restart error alarms were noted. However, an unexpected blank display was noted during testing due to a faulty interface board. The functional tests could not be completed due to the blank display. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported the customer received an unexpected restart alarm on their insulin pump. The customer's blood glucose was 234 mg/dl. The customer stated a temp basal was programmed before the alarm occurred. The customer was advised to reprogram their temp basal if necessary. It was also found the alarm was recurring during normal use. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer also reported a hospitalization event for high blood glucose during the call. Date of the hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 500 mg/dl. It was also found the customer had been off their insulin pump for two days prior to being hospitalized. The customer was treated with an insulin drip for their blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.